Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the pacemaker had no telemetry communication and no output. Visual examination revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Impedance measurements performed on the feed-through pins indicated low impedance between the pins. Further analysis revealed the body fluids entered the delaminated area which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the pacemaker had no telemetry communication and no output. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation. Additional information: h6 results code, h10 continued analysis statement.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.